Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was in the hospital due to high blood glucose. Her blood glucose was 420 mg/dl prior to her hospitalization, and over 500 mg/dl at the hospital. The customer stated that the insulin pump did not deliver properly; she was supposed to receive 4.0 units of insulin but only received 2.0 units. The customer mentioned that the keypad was unresponsive. At some point the insulin pump became blank as well. The customer confirmed that the device had not been bumped, dropped, or exposed to moisture. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All boluses were delivered its indicated amounts and properly recorded in the bolus history. No blank display was noted during our testing. All of the buttons were functioning properly during our testing. No damage was found on the keypad traces noted during our visual inspection. The lcd connector was inspected and no anomaly was noted. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.